Manufacturer narrative:
Labeling - this type of event is addressed in the device labeling.

Event description:
Per the audiologist, the patient's progress with his cochlear implant system was below expectation. Results of an integrity test done in 2007 was consistent with normal receiver/stimulator function with multiple intermittent open and open circuit electrodes. Explantation/reimplantation surgery has been recommended, but had not been scheduled at the time of this report. The patient has bilateral implants and successfully uses his other device.